Event description:
On (B)(6) 2011, the pt underwent emergent endovascular repair of an aortic aneurysm rupture using gore tag thoracic endoprosthesis. The final angiogram revealed a proximal type I endoleak. The physician decided to take a wait and watch approach. On (B)(6) 2011, coil embolization was performed into the aneurysm sac to treat the type endoleak. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. The root cause of the proximal type I endoleak is unk.